Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while the device was being applied to cut off fissure, the device was able to fire but there was poor staple formation. There was also an incomplete staple line at the distal area which was fixed using a new reload. It was noted that the first reload had proximal suturing, poor distal molding, anvil bending; and the second reload had proximal suturing, poor distal nailing and inability to excite and anvil bending. There was no patient injury.